Event description:
During a mitraclip procedure, a pericardial effusion and mitral stenosis occurred with no intervention needed. The procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and a mean pressure gradient of 2mmhg. Transseptal puncture was performed, the mitraclip xtw was inserted and was deployed on the mitral valve. A second clip, a mitraclip ntw, was then inserted, and grasping was performed. However, the mean pressure gradient increased to 7mmhg and the patient's blood pressure dropped. The clip was removed from the patient. The procedure was completed with one clip implanted, reducing mr to a grade of 2. However, a few hours post procedure, the patient developed a pericardial effusion. The physician¿s opinion is that the transseptal puncture caused the pericardial effusion due to the transseptal puncture taking a long time. No intervention was needed as the effusion was minimal. There were no performance issues with any abbott devices and there was no clinically significant delay in the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion/perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.